Event description:
It was reported that the patient was scheduled for battery replacement surgery reason was not provided. It was later reported that the revision was due to malfunction error on download. It is unclear what the nature of the issue reported us. The physician did not provide any impedance readings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B6. Corrected data, supplemental report: last known system diagnostics inadvertently left out settings parameters. H6. Health effect, supplemental report inadvertently left out e010901.

Event description:
It was reported that the patient was also experiencing increase in seizure prior to pin re-insertion surgery. New settings were also provided. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a revision procedure, during which the lead was re-inserted into the generator. Doing so resulted in the impedance value returning to normal. No devices were explanted/replaced. The suspected product will be changed from the lead to generator. No other relevant information has been received to date.